Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is suspected case of lymphoma alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient felt "unwell" and an abnormality was detected on an unspecified scan. An oncologist diagnosed "bi alcl" on an unknown side. Pathological markers were not reported. The device remains implanted.